Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the reservoir plunger could not be removed and would just spin, causing air bubbles in the reservoir. The blood glucose reading was 386 mg/dl. The customer declined troubleshooting for high blood glucose. She also reported a bent infusion set cannula. The reservoir was not returned for analysis.